Manufacturer narrative:
The investigation determined the observed behavior could be explained by the presence of the following in the patient's serum: -auto-antibodies blocking an epitope on the psa assay. -anti-idiotype antibodies directed against one of the psa mabs blocking the idiotope/paratope. -a rare psa isoform. This issue was described in product labeling for the assay. No adverse events were reported.

Event description:
The user received questionable total psa results for one patient tested on the cobas e601 analyzer serial number (B)(4). The results were low when compared to the higher free psa results and to results from a beckman dxi instrument. All results are in ng/ml. The initial total psa result was 0.060 and the initial free psa result was 0.507. The total psa repeat results on (B)(6) 2011 were 0.056 with a data flag and 0.054. The repeat result for free psa was 0.512 twice. The sample treated in a heterophile blocking tube was repeated on cobas e601 analyzer serial number (B)(4). The results for the total psa were 0.052 and 0.054 with a data flag. The result for free psa was 0.490 twice. On (B)(6) 2011 on cobas e601 analyzer serial number (B)(4), the sample was tested with dilutions. The total psa result with a 1:2 dilution was 0.058 and with a 1:4 dilution was 0.072. The free psa result with a 1:2 dilution was 0.496 and with a 1:4 dilution was 0.52. The sample was also tested on a beckman dxi instrument with a total psa result of 1.01 and a free psa result of 0.52. The user stated they considered the results from the beckman dxi instrument to be correct. The initial results were reported outside the laboratory. The user did not know if the patient was adversely affected and had no access to any patient information. The user declined a service visit. He stated he felt there was not an instrument issue, but there was either a sample or reagent issue.